Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates the patient also experienced ineffective therapy. Surgical intervention was undertaken wherein the leads were explanted and replaced.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the two returned octrode leads were found with all internal broken wires and that will produce high impedances and inadequate therapy. The cause of the issue is unknown.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.